Manufacturer narrative:
Concomitant medical products: product ID 3210, serial# (B)(4), implanted: (B)(6) 1999, product type: transmitter; product ID 3888-45, lot# l71431, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: lead; product ID 3888-45, lot# l71431, implanted: (B)(6) 1999, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the lead (lot no. L71431) found no significant anomaly. The stim lead body was found to be cut through/segmented. Analysis of the lead (lot no. L71431) found that the weld at the distal end of the lead was corroded. Analysis of the receiver (serial no. (B)(4)) found there was corrosion of the hybrid can and/or pin. Analysis summary: the receiver has no output from any electrode pair. The hybrid can and pins 6, 7, and 11 have significant discoloration. The extensions are okay but have been cut through.

Event description:
It was reported the patient¿s stimulation system was "causing patient issues." The leads were reportedly protruding out at the neck. Additional information received reported the patient went to the ER when the wire first came through the skin, but the patient had not seen anyone since. Additional information received reported the patient¿s implant was being removed on monday. It was noted the surgeon had already cut a lead that was actually hanging out of the patient¿s neck and had been addressing the wound. The patient had reportedly been on an antibiotic twice daily (clindamycin 150mg). It was noted that it would be unlikely they would put in a new system on monday. It was noted the patient had an infection at the site where the lead came through in the patient¿s neck. It appeared the lead had eroded over the past couple months and actually ¿came out the skin.¿ additional information received reported a culture was done, but the results were unknown by the manufacturer representative (rep). It was reported a full system explant was performed on (B)(6) 2014, and no further interventions were planned. The patient had no system and no therapy. Additional information received reported the implant date was (B)(6) 1999 and explant date was (B)(6) 2014. It was reported the distal end of the lead was not returned, as it was cut off at the physician¿s office. The patient was reportedly not in a clinical study. It was reported that around 2 months prior to explant, the patient had occipital leads erode through the skin in his neck. The patient went to the ER, was started on clindamycin and was told to follow up with the physician. The patient had trouble getting someone in his hometown to take his insurance, so he ended up in (B)(6) and had the explant. It was noted the lead/extension/accessory dislodged. The infection was an unknown organism. No patient death was reported. There was no reported patient injury. The patient reported recovered without sequela. Of note: the event was previously reported in MFR report #: 3007566237-2014-01507. All additional information received will be reported under current MFR report number.